Event description:
It was reported difficult deflation was encountered following the first inflation during a carotid artery stent placement procedure. A needle was inserted at the skin site to puncture and deflate the balloon. Successful removal of the balloon catheter followed. Another balloon was used to successfully complete procedure without any pt complications. The device has not been received for evaluation. Therefore, no failure analysis was available. This device was used in a non-indicated procedure which may have contributed to this event. However, without evaluating the device, the co is unable to determine the cause for this event. Directions for use state: "medi-tech occlusion balloon catheters are indicated for use for temporary vessel occlusion in applications including arteriography, preoperative occlusion, emergency control of hemorrhage, chemotherapeutic drug infusion and renal opacification pressures...any use for procedures other than those indicated in the instructions is not recommended...when the procedure has been completed, deflate the balloon by applying suction to the balloon lumen and remove from the vasculature...note: the larger the syringe diameter, the greater the suction that is applied...if resistance is felt when removing a guidewire through a catheter or if resistance is encountered when removing a catheter through an introducer sheath, stop and remove them as a complete unit to prevent damage to the guidewire, catheter or vessel."